Event description:
Voluntary medwatch received states a patient's right atrial lead exhibited low pacing impedance. The programming changes were discussed, but the details of the intervention were unclear. No additional adverse patient effects were reported